Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Extensive nerve damage [nerve injury]. Extreme muscle weakness [muscular weakness]. Extreme muscle spasms [muscle spasms]. Numbness [hypoaesthesia]. Tingling [paraesthesia]. Balance problems [balance disorder]. Difficulty walking [gait disturbance]. Case description: an attorney reported that their adult female client, now (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily use beginning 2007 through (B)(6) 2011, and/or super poligrip denture adhesive, unspecified total daily use beginning 2007 through (B)(6) 2010, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity and extensive nerve damage resulting in symptoms that include extreme muscle weakness and extreme muscle spasms, numbness and tingling, balance problems and difficulty walking. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.